Event description:
(Anspach) hospital reporter advised the 530.610 (battery oscillator) is not working at all. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional evaluation - the reporter's complaint that the unit does not function at all was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. The device is an instrument, not implanted/explanted. Returned to manufacturer on (B)(6)2014. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)